Event description:
It was reported that 5 bd insyte¿ autoguard¿ shielded IV catheter had missing label information. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, when opening the carton, the hcp found that the label print was missing for five products.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ shielded IV catheter had missing label information. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's verbatim report, when opening the carton, the hcp found that the label print was missing for five products.